Event description:
Procedure type: unk. According to the reporter: the client is reporting that the balloon burst during utilization. A new instrument was used to complete the procedure. No pt injury was reported. No further info was available.